Event description:
It was reported from risk mgmt, an angio-seal device was used post endovascular aneurysm repair procedure. The pt "felt bad", followed by cardiopulmonary arrest with unsuccessful resuscitation. The autopsy revealed retroperitoneal bleeding, severe coronary atherosclerosis, and a hematoma near the left femoral artery puncture site. No angio-seal was found.